Event description:
Consumer made provider aware that the back canes do not line up on the chair and they believe something is cracked or bent on the frame that could be causing this issue.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.